Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "grossly intact and sticky".

Event description:
Healthcare professional reported a left side grossly intact and sticky. Device has been explanted and replaced.

Event description:
Healthcare professional reported a left side "grossly intact and sticky". Device has been explanted and replaced.

Manufacturer narrative:
Trend analysis: "review of all complaints of a050403 - gel leak for the period of (B)(6) 2021 through (B)(6) 2022 related with date opened and found no adverse trend in the event rate with respect to the reported event. Considering that there is not an adverse trend for this type of event no additional actions are deemed required at this time." Device evaluation: "based on the device analysis grid, the assessments of the complaint are: gel bleed: not observed on the gel. Additional observations: crease fold observed on the device. Deformation observed. No further actions are required as the device was implanted."